Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed 36 other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "power-PICC catheter leaking through purple lumen-valve joint. Clinician noticed after placement, patient still has the catheter but unable to use purple lumen for medication administration." No other information was provided.